Event description:
Boston scientific received info that the pt with this right ventricular lead was being checked for the first time since implant. There was no rv lead capture at maximum outputs, and poor sensing was also noted around 1.5 mv - 2 mv. It was noted that it appeared to have been this way since approximately the time of implant. Additional info was provided that a lead revision was performed the next day and the lead was successfully repositioned. No adverse pt effects were reported. No further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.